Event description:
Edwards received information that a patient with a 23mm 11500aj aortic valve implanted two (2) years and eleven (11) months underwent valve-in-valve procedure due to aortic stenosis secondary to calcification. A symptom of malaise, difficulty in dialysis were recognized. The device was replaced with a 26mm sapien 3 ultra resilia valve without any adverse event reported. The patient was discharged from the hospital. A 52-year-old female patient with history of diabetes mellitus, coronary artery bypass graft at three (3) rami, aortic stenosis and regurgitation s/p aortic valve replacement at a different hospital and dialysis after avr.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Per (B)(4), rev o, an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one w the most likely cause is patient factors, including dm and CABG.

Event description:
Edwards received information that a patient with a 23mm 11500aj aortic valve implanted for unknown period underwent valve-in-valve procedure due to structural valve deterioration. The device was replaced with a 23mm sapien 3 ultra resilia valve without any adverse event reported. The patient status was unknown.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.